Event description:
An ophthalmologist reported that a patient developed an intraocular infection with hypopyon and pain forty-eight hours following intraocular lens implant. The pt was seen by a vitreoretinal specialist who performed an anterior tap and vitretomy and initiated intravitreal antibiotics. The culture was positive for enterococcus faecalis and sensitive to vancomycin. Pupillary membrane was removed on 2/8/99. As of 2/12/99, the pt was able to count fingers at one foot. The vitreoretinal specialist feels that there is a better than 50% chance that pt will be 20/40. The relationship of this event to the products used has not been determined.